Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery voltage was below the recommended replacement time (rrt) trigger point and the device indica ted end of service (eos.) It was noted the device had not indicated rrt first (then eos), and the eos was due to a charge time of greater than 16 milliseconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.